Event description:
It was reported to boston scientific corporation on (B)(6) 2009, that an ultraflex tracheobronchial stent was used during a bronchoscopy performed on (B)(6) 2009. According to the complainant, during the procedure the pull string broke when deploying the stent. The stent was still on the catheter and the physician removed it. Another of the same device was used to complete the procedure. (B)(6). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).